Manufacturer narrative:
The meter and test strips were requested for investigation. A replacement product was sent. The product has not been received at this time. If the product is returned in the future, a follow-up report will be submitted. On a regular basis, coaguchek strips of lots currently valid in the market are tested as part of routine retention testing and the results have passed the internal inspection. Product labeling states: "the coaguchek system uses human recombinant thromboplastin. Therefore, the comparability to other human recombinant thromboplastins is best, whereas deviations can occur when compared to methods using other thromboplastins. However, those deviations between thromboplastins of different origins (e.g., rabbit based) are not specific to coaguchek products. Similar differences can be observed when a human recombinant thromboplastin-based laboratory method is compared to other laboratory methods. Occupation is patient/consumer.

Event description:
Roche diagnostics received an allegation of questionable inr results for one patient tested on a coaguchek xs meter compared to an unknown laboratory methodology. On (B)(6) 2022, at an unknown time, the patient's inr result on the coaguchek xs meter was 5.5 inr. On (B)(6) 2022, at an unknown time, in the hospital, the patient's inr result was 4.1 inr. The patient's therapeutic range is 2.5 - 3.5 inr and the comparison measurement is within 1 hour. The serial number of the coaguchek xs meter was (B)(4).

Manufacturer narrative:
The test strips were returned for investigation. The returned test strips were measured on reference meters with a high level control sample: testing results (qc range: 2.4 - 3.0 inr): qc 1: 2.7 inr qc 2: 2.7 inr qc 3: 2.7 inr all inr values were within the specified target ranges, confirming the functionality of the complained coaguchek test strips. No error messages occurred. Medwatch fields d9 and h3 have been updated.